Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) who reported the patient was admitted to the hospital last night due to being unresponsive. The hcp was unable to get the external equipment to connect with the implant so they wanted to have a manufacturer¿s representative (rep) check the device. The hcp stated the cause of the unresponsiveness was possible hydrocephalus secondary to an infection.